Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported a left side seroma. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. The events of suspected alcl and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Additionally healthcare professional reported rupture, capsular contracture baker grade unknown, pain, swelling and alcl for left side. Alcl pathological markers were not provided. Patient underwent surgical intervention for treatment.

Manufacturer narrative:
The event of breast implant associated anaplastic large cell lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Date of diagnosis of lymphoma-alcl: (B)(6) 2020.

Event description:
Healthcare professional reported lymphoma-alcl for left side. Histopathological markers cd30+ and alk- have been received.